Manufacturer narrative:
Occupation: non-healthcare professional investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2012, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Per computed tomography report, "caval perforation: yes. 7 o'clock 7.9 mm grade 3 extending to the periosteum of the l3 vertebral body. 4 o'clock 5.0 mm grade 2. 2 o'clock 3.9 mm grade 3 extending to the periphery of the duodenum. 9 o'clock 4.3 mm grade 3 extending to the periphery of the right psoas muscle." "Migration: yes. Apex of the caval filter is at the level of the renal veins."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. The following allegations have been investigated: organ/vena cava perforation, migration. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 due to persistent deep vein thrombosis (dvt)/ pulmonary embolism (pe). Patient is alleging vena cava perforation, migration, large occluding thrombus burden, suspected trapped clot within the filter and within ivc. Patient can no longer engage in "running, walking, bending my leg." Patient additionally alleges depression, anxiety and post-traumatic stress disorder (ptsd) per venography report, "[patient] pod12 [post operative day] s/p lap chole who was admitted on pod5 with pulmonary embolism. Anticoagulation complicated by discovery of hepatic subcapsular hematoma on (B)(6) 2012 CT scan". "Venography performed for placement of a ivc filter demonstrates large occluding thrombus burden extending above and below the level of the renal veins, with no opacification of the renal veins, and drainage via the azygos and hemiazygos systems. There is reflux of contrast primarily through the left common iliac vein to the collateral veins. At this juncture, exam was terminated, the sheath was removed and hemostasis was achieved by manual compression". "Given the patient's presentation of acute renal failure and subcapsular hepatic hematoma, catheter directed thrombolysis rather than systemic thrombolysis is recommended". Per venogram report, "there was extensive occlusive acute thrombus from the above-knee popliteal vein to the common femoral vein and extending into the ivc. There was wall adherent thrombus in the inferior aspect of the ivc as well as a large thrombus in the indwelling ivc filter." "Impression: 2. Status post mechanical and aspiration thrombectomy resulting in partial recanalization. Thrombolysis may be beneficial for debulking of large residual clot". Per x-ray report, "persistent residual right iliofemoral dvt extending into the ivc. 2. Status post placement of ultrasound accelerated thrombolysis catheter via right popliteal vein access. 3. Ongoing administration of tpa and heparin ¿ ". Per radiology report, "there was significantly diminished clot burden in the indwelling ivc filter, located at the apex of the filter. There was persistent wall adherent thrombus in the inferior right aspect of the ivc, which was likely chronic. Additionally, there was essentially complete clearance of thrombus from the right iliac veins and majority of the right femoral vein. Residual partially occlusive thrombus was noted in the right popliteal vein which was locally pulsed sprayed using tpa with modest improvement." Per computed tomography (CT) report, "ivc filter is present. Suspected trapped clot is seen within the filter and within the ivc. Low attenuation is seen in the right iliac and common femoral veins representing dvt".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a4, b5, b6, b7, h6 . Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: occluding thrombus, depression, anxiety, post-traumatic stress disorder (ptsd), limited physical activity. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported depression, anxiety, post-traumatic stress disorder (ptsd), and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.